Event description:
Report rec'd of a possible over-delivery of morphine. The morphine concentration was 5mg/ml. The pump was programmed in the bolus only mode, dosage and lockout not specified. The nurse was in the process of disconnecting the pump from the pt, and when she removed the syringe from the pump, she noted a discrepancy between the amount of medication that had been infused (medication gone from the syrnge) and the amount that was recorded as having been infused. It was thought that the pt rec'd more morphine than what had been recorded. The pt had been receiving the morphine via the paca for greater than 24 hours. The customer reported that the pt did not have any adverse effects, the pt was not drowsy or sleepy. The pt's pain was well controlled. The pump was removed from service. The customer reported that the pump history had been cleared. Though requested, no further info is available.